Event description:
It was reported the flex video scope exhibited plastic distal end cover burn mark. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to a burn in the plastic distal end cover and a crack in the bending section cover glue. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the light guide lens. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.